Manufacturer narrative:
The previous low speed events were reported in manufacturer report number 2916596-2021-04593. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient heard an advisory alarm and went to the hospital. The patient had previously experienced low speed operations on (B)(6) 2021. The medical engineer checked the history and found system controller cell low displayed in the system monitor. The hospital was unable to reproduce the alarm. The patient's system controller was exchanged and the patient's log files were submitted for review. The log file analysis confirmed the controller cell low fault alarms and there were no low speed events showing within the log file. There were no other unusual events seen within the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log files were reviewed following the reported event of controller cell low alarms; these alarms are addressed under manufacturer report number 2916596-2021-04814. The log files contained data spanning approximately 7 days (day 19, hour 15, minute 39 ¿ day 26, hour 17, minute 52). The log file captured controller cell low alarms beginning on day 25, hour 7, minute 50. The driveline was disconnected on day 26, hour 17, minute 52 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The system controller was returned and evaluated under manufacturer report number 2916596-2021-04814. Heartmate ii lvas patient handbook (rev. D) under ¿the system controller¿ and heartmate ii lvas operating manual (rev. F) under section 8 ¿system controller¿ cover all alarms (visual and audible), including the controller cell low alarm, and the actions to take if the alarms cannot be resolved. Heartmate ii lvas operating manual (rev. F) also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6), was shipped to the customer on 20may2016. No further information was provided. The manufacturer is closing the file on this event.